Event description:
It was reported by the caller that the device experienced an electrical reset. It was subsequently reported that the device was explanted for elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. One patient alert for por occurred on (B)(6) 2010. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. One patient alert for por occurred on (B)(6) 2010. The device was subsequently returned and analysis revealed the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that the device experienced an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.